Event description:
An image reading was performed by a medical director at depuy synthes. He stated ¿I can confirm the breakage of the distal tibia plate.¿

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon did a open fracture gustillo and inserted an exfix. The exfix, the nail of the tibia, and the plate on the fibula was removed at a later date. A displacement of the fracture, the surgeon placed a variable angle locking compression plate (va lcp) distal tibia plate. It was reported that at a later date there was a breakage of the plate. The surgeon implanted a tibia nail later on. This is report 1 of 1 for (B)(4).

Event description:
Device report from (B)(6) reports the following: on (B)(6) 2014, the patient was treated with an unspecified competitor¿s external fixation for a gustilo 2 open fracture. On (B)(6) 2014, the external fixation was removed due to poor reduction and revised to a tibial nail and fibular plate. On (B)(6) 2014, displacement of the fracture was treated with distal tibia variable angle locking condylar plate. On (B)(6) 2014, breakage of the plate was noted; the patient ¿had a caster and walked on it¿ (sic). On (B)(6), the patient was revised to a tibial nail. This is report 1 of 2 for complaint (B)(4). This report is for the broken plate that was noted on (B)(6) 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (plate). The subject device was received with visible breakage through the elongated variable angle combi-hole. The manufacturing investigation included the following: inspection of dimensions, examination of the fracture surfaces by scanning electron microscopy (sem) and review of the manufacturing documents, technical drawings and raw-material inspection sheets. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to multiple cracks and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.